Manufacturer narrative:
(B)(4). Batch #unk. Only month and year are known. It is assumed first day of the month (month) that the complaint was received the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tissue pad fall off into the patient? The tissue pad did not fall into the patient.

Event description:
It has been reported that during an unknown procedure, the tissue pad of the scissors got detached from the clamp arm and fall off. The procedure was completed by another device. No patient consequences.